Event description:
It was reported that this right atrial (ra) lead showed high, out of range pacing impedances. The ra lead was in unipolar pace/sense configuration and noise over sensing was observed at an atrial tachy (tachycardia) response episode. Pacing inhibition was observed for more than two seconds but p-waves were observed marching through at a fast rate. The ra lead remains in service and has been in service for almost ten years. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).